Event description:
It was reported that the video system center had no image. The issue was found during a diagnostic panendoscopy procedure . There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in circuit (dr) board, the image was interrupted should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in the drive board (dr board), the image is interrupted. The most probable cause of the complaint is cause linked to device but unable to trace more specifically. Olympus will continue to monitor field performance for this device.